Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient underwent primary surgery. Presented to original surgeon complaining of pain and shoulder was also unstable. Decision to revise components. Revision surgery scheduled for revising polyethelene component removed only. Replaced with new components. Queried for infection.

Manufacturer narrative:
This device was reported in error. The central screw in this system is not a stand-alone device, but a component of baseplate. Please disregard this report.

Event description:
Patient underwent primary surgery. Presented to original surgeon complaining of pain and shoulder was also unstable. Decision to revise components. Revision surgery scheduled for revising polyethylene component removed only. Replaced with new components. Queried for infection.